Event description:
Reportedly, smoke came out from back site of the gdm (graphics display monitor) while the unit was running on a pt at ICU. The screen was vanished with audible alarm. The hospital staff confirmed that the unit was working normally and the pt was safe. The pt was manually ventilated and then switched to another unit. Visual examination of board (pcb1911a) by the distributor found a burned trace. Please note that there were no serious injuries or death in this case.

Manufacturer narrative:
(Burned board)